Event description:
The customer reported that the 840 ventilator had an erratic display. The customer reported to have replaced the graphical user interface pcb. Covidien updated the software and conducted final testing only.